Event description:
Title: stapler malfunction. When released, a part of the stapler came off the applier and remained in the abdomen. The patient then had to undergo an open abdominal surgical procedure rather than the original laparoscopy in order to retrieve the part.